Event description:
Event description guidant received information that this implantable cardioverter defibrillator and chronic transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed which caused an inhibition of ventricular pacing. The patient is pacemaker-dependent and was symptomatic.